Event description:
It was reported that a patient transitioning from dexcom to a freestyle libre 3 plus sensor while using the ilet on libre mode experienced repeated pairing failures, with the sensor not successfully initiating after multiple scan attempts and requiring manufacturer replacement for a new cgm. Symptoms included none reported. Outcomes included the need for a replacement continuous glucose monitor and interruption of cgm data for ilet operation. Investigation included troubleshooting steps to verify ilet cgm mode selection, sensor scanning attempts, and engagement with the cgm manufacturer for product replacement. Investigation of this case revealed a sensor performance issue consistent with out-of-box failure leading to failure to pair, with no malfunction of the ilet controller identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor malfunction attributable to the external sensor, not the ilet system.